Event description:
On 10-oct-2025, a device history record review for the v.a.c. Veraflo¿ dressing lot number 101844v004 was completed. All end release testing of product and packaging met specifications.

Manufacturer narrative:
Based on the additional information provided, solventum's assessment remains the same; the foreign material alleged to be the v.a.c. Veraflo¿ dressing was reportedly left in the wound for four days. The foreign material was not returned for identification; therefore, solventum is unable to confirm its identity. All end release testing of product and packaging met specifications. The v.a.c. Veraflo¿ dressing was reportedly left in the wound over the manufacturer's recommendations; therefore, this event is being reported due to potential use error.

Event description:
On 12-sep-2025, the following information was provided to solventum by the physician: on (B)(6) 2025, v.a.c. Veraflo¿ therapy with v.a.c. Veraflo¿ dressing was initiated for recurrent third-degree burns on the lower limbs, with the procedure performed in the surgical center. A saline solution was instilled. On (B)(6) 2025, the dressing was changed. During the procedure, the foam was observed to be partially degraded, with a "melted" appearance, and adhered to the wound bed. According to the attending surgeon, the appearance of the wound bed worsened after v.a.c. Veraflo¿ therapy was used. It was decided to suspend the instillation therapy for this patient and switch to the v.a.c.® granufoam silver¿ dressing. On (B)(6) 2025, the following information was provided to solventum by the physician: debridement was performed on the entire limb before applying the v.a.c. Veraflo¿ dressing, and a thorough debridement was also done when the foam was removed. On (B)(6) 2025, solventum quality engineering assessed the provided photos. The photos show the affected v.a.c. Veraflo¿ dressing applied to a patient, highlighting various angles of the sample's condition. The dressing appears to be adhered to the patient's wound, with foam particulate remaining after an attempted removal of the foam. The cause and timing of the fault at the time of placement remain indeterminate based on the available photos alone. Samples from the same lot were not returned for evaluation. A device history record review of v.a.c. Veraflo¿ dressing lot number 101844v004 is pending completion.

Manufacturer narrative:
Based on the information provided, the foreign material alleged to be the v.a.c. Veraflo¿ dressing was reportedly left in the wound for four days. The foreign material was not returned for identification; therefore, solventum is unable to confirm its identity. A device history record review of v.a.c. Veraflo¿ dressing is pending completion. The v.a.c. Veraflo¿ dressing was reportedly left in the wound over the manufacturer's recommendations; therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warnings foam placement: always use 3m¿ v.a.c.® dressings or 3m¿ v.a.c. Veraflo¿ therapy dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The 3m¿ v.a.c. Whitefoam¿ dressing may be more appropriate for use with explored tunnels. The 3m¿ v.a.c. Veraflo cleanse¿ dressing system may be more appropriate for use with explored tunnels when using 3m¿ v.a.c. Veraflo¿ therapy where robust granulation tissue formation is not desired. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure, or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound and the dressing change date and document that number on the drape, in the patient¿s chart and on the foam quantity label (if provided). Foam removal: 3m¿ v.a.c.® foam dressings and 3m¿ v.a.c. Veraflo¿ therapy foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events. If significant bleeding develops, immediately discontinue the use of the 3m¿ v.a.c.® ulta therapy system, take measures to stop the bleeding, and do not remove the foam dressing until the treating physician or surgeon is consulted. Do not resume the use of the 3m¿ v.a.c.® therapy or 3m¿ v.a.c. Veraflo¿ therapy until adequate hemostasis has been achieved, and the patient is not at risk for continued bleeding. Dressing changes wounds being treated with the 3m¿ v.a.c.® ulta therapy system should be monitored on a regular basis. In a monitored, non-infected wound, 3m¿ v.a.c.® dressings and 3m¿ v.a.c. Veraflo¿ therapy dressings should be changed every 48 to 72 hours, but no less than three times per week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more frequently with the dressing change intervals based upon a continuing evaluation of wound condition and the patient¿s clinical presentation, rather than a fixed schedule. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.